Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure investigation could not reproduce error 570.6500. The etco2 was successfully monitoring the etco2 with a breaths simulator fixture for couple hour. No failure observed. The etco2 was also passed the co2 sensor accuracy and disposable connected per asm procedure. Conclusion: failure investigation was unable to determine the exact cause of report error 570.6500 (OEM_serious_module_error). The orion assy is recommended to replace for customer satisfactions. Rework: recommend replacing orion assy part number h000282 return orion assy to supply for further failure investigation. Disposition: route to service for normal process. (B)(4).